Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The submitted log file contained events and data from 13sep2023 through 27sep2023. Between 07:30:30 and 09:05:01 on (B)(6) 2023, slight decreases below the typical flow range were observed, with values dropping as low as 3.2 lpm. This finding was consistent with the reported observation by the customer. No other notable events or alarms were captured. The pump appeared to function as intended throughout the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also addresses all pump parameters, including pump flow. Section 4 further explains that changes in patient conditions can result in lower flows. Section 6, ¿patient care and management¿, also lists arrhythmia as a potential postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has sustained ventricular tachycardia (vt) on (B)(6) 2023. The patient experienced symptoms of palpitations and shortness of breath from 7:30 am until 11:00 am. They were treated with atp burst and an increase in dose of oral amiodarone. It was noted that although vt was preexisting, it was thought that in this case, the event was therapy related. During the arrhythmia event, the pump flow and speed diminished. Treatment resolved the event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.